Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the a2, b2, b3, b5, d4, d10, e1, h6, h10 sections, to correct the g4 section and to provide the completed investigation results. In the initial report it was reported that the g4 date received by manufacture was 08-feb-2019, however the correct date is 04-mar-2019. D4: expiration date - april 2023. D4: UDI - the corresponding lot is not subjected for UDI. H4: device manufacture date - 05/10/2018- 05/11/2018. The actual device was not returned to the manufacturing facility for evaluation. However 8 unused samples were returned. Therefore the investigation was based upon the user facility information and the evaluation of the unused samples. When closely observed the 8 unused samples, no irregularities such as scratch or rust to potentially degrade overall strength of needles, were observed. No irregularity in needle dimension was witnessed either. We also examined obtained samples to verify elasticity of flexural strength. Every criterion was checked and through methods regulated by jis standards and every category on the requirement was confirmed to be complied. When reviewing manufacture inspection record of the concerned lot, no irregular records which could have been attributed to any damages to the needle, was pointed out. Furthermore, we have never been reported of similar events by other medical institutions. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not bend the needle prior to use, as breakage and possible patient injury may result." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that when a 3 years old child was anesthetized in the lower jaw, the terumo needle broke on the part of the plastic area and could not be removed from the soft tissues. The needle was unable to be removed, as the needle cannot been found. The patient will later be taken into a medical institution for removal of the fragment.

Manufacturer narrative:
Patient identifier - requested but not yet provided. Age & date of birth - requested but not yet provided. Sex - requested but not yet provided. Weight - requested but not yet provided. Ethnicity -requested but not yet provided. Race - requested but not yet provided. Date of event: requested but not yet provided. Expiration date - requested but not yet provided. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Establishment name: requested but not yet provided. Health professional- requested but not yet provided. Occupation - requested but not yet provided. Device manufacture date - requested but not yet provided. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that the terumo dental needle was damaged.